Manufacturer narrative:
The return of the product was requested. At this time, the product has not been returned. If the product is returned analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that during routine replacement of this implantable cardioverter defibrillator (ICD), the physician was holding onto the device header with a tool and while making a small incision, the header came off of the device case. The device was successfully removed from the pocket and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Evidence indicates that the loose header was caused by external stress during the explant procedure. Manufacturing enhancements have been implemented to make the header bond more robust.